Manufacturer narrative:
The sample is a hemolyzed sample. Qc was within range prior to the event. The customer discovered that the reaction slope setting/parameter was changed. An application specialist corrected the total bilirubin parameters. A patient comparison was run to an au680 after the parameter correction and passed. The application specialist implemented password protection on the parameters. The root cause was due to incorrect parameter settings for total bilirubin.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high total bilirubin result that was reported out of the laboratory and generated by the au640 with ise clinical chemistry analyzer. The total bilirubin result was 14.0 mg/dl. A repeat test on an alternate instrument was performed and yielded a result of 20.1 mg/dl. Patient treatment was not affected in this event.